Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the initial puncture the surgeon was unable to get a 10mm scope into the trocar. They opened a new like device to complete the case. No pt consequence was reported.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The obturator of the b12lt instrument was returned with the lens cracked. However, a 10 mm endoscope was inserted through the obturator and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.